Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, serial/lot#: (B)(6), h3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used for an unknown procedure. It was reported that there were intermittent tracking issues, as the camera stopped tracking all instruments during a procedure. The manufacturer representative swapped instrument spheres with no effect. It was noted that the issue occurred with all instruments and the reference frame. Troubleshooting steps were performed. The manufacturer representative reported that the localizer displayed that it was connected during the issue occurrence. It was unknown if any error messages appeared on the system or if the camera cart monitor displayed that it was disconnected, and it was unknown if amber light was illuminated on camera at time of issue occurrence. The manufacturer representative reported that there were no changes to the system, camera orientation, or the environment in the procedure during system reboots. The system was stored unplugged from the wall power and was powered off. The system was kept powered on all day and was powered off at the end of the day directly prior to storage. The manufacturer representative reported that the issue was intermittent, but when it did occur it was always during the first case of the day. It was noted that the issue had only been replicated inside the or but had occurred in multiple different rooms. The manufacturer representative was unable to replicate issue while on site. The manufacturer representative performed a reboot and was still able to track instruments without issue. They performed the reboot with the uninterrupted power supply (ups) discharged and was still able to track instruments without issue. It was confirmed 18 patients were stored on the system, and the system was used predominately for spine procedures. There was 809 gb of free space available on solid-state drive (ssd). The manufacturer representative hard rebooted the system twice and the issue was resolved for the duration of the procedure. It was noted that this had been an ongoing issue at the site. It was unknown if there was a delay to the procedure. There was no impact to patient outcome.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs were reviewed. Provided 2 sets of logs, set-1 was having log sessions from 22-feb-2024 to 29-feb-2024 and set-2 having log sessions of 03-jun-2024. Both set of logs were not having issue reported date logs. Provided logs recorded, failures in opening port for the position sensor unit (psu) of the polaris vega system, and which resulted in tcp client connection issues with psu. The tcp connection failures observed were due to network communication issues between the application and the psu. These issues likely stemmed from invalid hostname resolution or interface configuration problems, preventing the application from establishing a reliable link with the psu. Once the camera reset (happened within 30-40 seconds), the psu re-established communication successfully, indicated the issue was transient or due to initialization sequence mismatch, not a persistent software failure. However, as per the information provided on 11-apr-2025, there were no other logs provided as the site was not having purchase order submitted. Without issue date logs, it was impossible to determine the cause of the issue. Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative that could only confirm that the issue occurred once on (B)(6) 2024. The non-medtronic representative who reported the issue estimated a certain number of times they believed the issue to have occurred. Additional information was received that the issue occurred before patients were present while verifying instruments.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:9735821, lot number: - medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.